Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during an unknown phase of their treatment. Prior to the fluid leak, there was a ¿patient line is blocked¿ message that occurred. The patient stated they did not complete their treatment. When they removed the cassette from the cycler, fluid started leaking out. The patient did not mention seeing any visible defects on the cycler set; they were unsure where the leak was coming from. Upon informing ts of the leak, the patient was advised to discontinue use of the cycler. A replacement cycler was issued to the patient. Upon follow-up, the patient confirmed they did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pd nurse of the fluid leak and informing them of the incomplete treatment. Though the treatment was not completed, the patient confirmed being trained to perform manual pd therapy if necessary. The patient received the replacement cycler and was continuing pd therapy on the device without any further issues. It was confirmed that the old cycler was picked up and returned to the manufacturer for evaluation. The cycler set was not available to be returned for evaluation as the device was reportedly discarded. In addition, the lot number for the cycler set was unknown.